Event description:
The user facility reported that the patient presented with expelled foreign body - likely the tip of the arteriotomy locator. The patient had a y90 procedure on (B)(6) 2021 with an angio-seal deployment. An interventional radiology (ir) fellow deployed the angio-seal and was unaware that the arteriotomy locator broke. It appeared to break at the blood inlet hole. The patient complained of discomfort in her groin. She had a computed tomography (CT) of her abdomen & pelvis with IV contrast on (B)(6) 2021. The tip of the locator was removed on (B)(6) 2022. The patient was stable, and the procedure outcome was successful. Additional information was received on 27 jan 2022: the sheath used was a 6fr brite tip sheath, 10cm (cordis). Access site angiogram performed at the beginning of the case. The angiogram and access site ultrasound (us) with needle in vessel are both stored in picture archiving and communication system (pacs) without any vascular abnormalities atherosclerotic disease at needle entry site. There was no significant difficulty with access. The patient was overweight with pannus, body mass index (bmi) of 32, so not markedly obese. They did not recall any issues with placement of sheath, guidewire, catheter etc. The procedure went smoothly until the end. A 6fr angio-seal device was setup on the back table. A bentson wire used to remove the catheter, then the sheath removed with wire kept in for use with the device. The arteriotomy locator device with the angio-seal sheath was advanced over the wire but there was difficulty advancing into the vessel. Ie confirmatory arterial blood did not expel from the device as expected. After some difficulty the device was removed, and manual pressure was held for hemostasis. The insertion site was above the bifurcation and below the inguinal ligament. The estimated blood loss was less than 30cc's.

Manufacturer narrative:
Lot number - potential lots: 0000048922 and 0000046244. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed. The cause for revision surgery was determined to have been user error. The likely cause of device damage was determined to have been damage sustained due to off-axis loading of the device during insertion. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.